Event description:
It was reported that the patient experienced discomfort. It was noted that intermittent ventricular under sensing on a ventricular fibrillation (vf) episode was observed on the implantable cardioverter defibrillator (ICD). A shock was delivered appropriately for the event. The physician opted for no changes to be made and just monitoring since no shocks were withheld and they were appropriate. The patient was to continue with routine checks. The patient was stable.